Event description:
It was reported the patient died about the same time as the lead trend showed an increase in impedance. Follow up revealed manufacturer's representative had spoken with the physician and "there is an allegation of device relatedness to the cod by a hcp." Patient had complained to friend of feeling shocking sensations over pacemaker about 5 days prior to death. Patient had witnessed sudden collapse with prolonged resuscitation (reported as the cause of death) and died on (B)(6) 2009. Patient last seen in clinic on (B)(6) 2009 after a fall. Device interrogation showed normal functioning system. Patient was not pacemaker dependent. Manufacturer's representative reported "autopsy report stated hypertrophic cardiomyopathy with aortic root dilatation. (Physician) states the patient had left ventricular hypertrophy."it was reported the patient died about the same time as the lead trend showed an increase in impedance. Follow up revealed manufacturer's representative had spoken with the physician and "there is an allegation of device relatedness to the cod by a hcp." Patient had complained to friend of feeling shocking sensations over pacemaker about 5 days prior to death. Patient had witnessed sudden collapse with prolonged resuscitation (reported as the cause of death) and died on (B)(6) 2009. Patient last seen in clinic on (B)(6) 2009 after a fall. Device interrogation showed normal functioning system. Patient was not pacemaker dependent. Manufacturer's representative reported "autopsy report stated hypertrophic cardiomyopathy with aortic root dilatation. (Physician) states the patient had left ventricular hypertrophy."

Event description:
It was reported the patient died about the same time as the lead trend showed an increase in impedance. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Autopsy report received and reported cause of death was hypertrophic cardiomyopathy due to subaortic stenosis with remote resection of subaortic membrane; manner of death is natural. Device interrogation revealed device functioning within normal limits. Correction to date of death and event date. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - no anomalies found. Patient death on (B)(6) 2009. No indication of increased impedance could be seen on the lead impedance trend prior to (B)(6) 20009.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction to date of death and event date.

Event description:
Asku.

Event description:
It was reported the patient died about the same time as the lead trend showed an increase in impedance. Follow up revealed manufacturer's representative had spoken with the physician and "there is an allegation of device relatedness to the cod by a hcp." Patient had complained to friend of feeling shocking sensations over pacemaker about 5 days prior to death. Patient had witnessed sudden collapse with prolonged resuscitation (reported as the cause of death) and died on (B)(6) 2009. Patient last seen in clinic on (B)(6) 2009 after a fall. Device interrogation showed normal functioning system. Patient was not pacemaker dependent. Manufacturer's representative reported "autopsy report stated hypertrophic cardiomyopathy with aortic root dilatation. (Physician) states the patient had left ventricular hypertrophy."

Event description:
It was reported the patient died about the same time as the lead trend showed an increase in impedance. Follow up revealed manufacturer's representative had spoken with the physician and "there is an allegation of device relatedness to the cod by a hcp." Patient had complained to friend of feeling shocking sensations over pacemaker about 5 days prior to death. Patient had witnessed sudden collapse with prolonged resuscitation (reported as the cause of death) and died on (B)(6) 2009. Patient last seen in clinic on (B)(6) 2009 after a fall. Device interrogation showed normal functioning system. Patient was not pacemaker dependent. Manufacturer's representative reported "autopsy report stated hypertrophic cardiomyopathy with aortic root dilatation. (Physician) states the patient had left ventricular hypertrophy."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Autopsy report received and reported cause of death was hypertrophic cardiomyopathy due to subaortic stenosis with remote resection of subaortic membrane; manner of death is natural. Device interrogation revealed device functioning within normal limits. Correction to date of death and event date. Evaluation summary: (B)(4) the actual device was received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - no anomalies found. Patient death on (B)(6) 2009. No indication of increased impedance could be seen on the lead impedance trend prior to (B)(6) 2009. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted the outer insulation was breached cut and there was apparent explant damage. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. (B)(4) the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Autopsy report received and reported cause of death was hypertrophic cardiomyopathy due to subaortic stenosis with remote resection of subaortic membrane; manner of death is natural. Device interrogation revealed device functioning within normal limits. Correction to date of death and event date. Evaluation summary (B)(4) the actual device was received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - no anomalies found. Patient death on (B)(6) 2009. No indication of increased impedance could be seen on the lead impedance trend prior to (B)(4) 20009. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted the outer insulation was breached cut and there was apparent explant damage. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. Disclaimer: submission of information by medtronic under the medical device reporting regulation does not constitute an admission that the device (s) has malfunctioned or that there is any causal connection between the performance of the device and any injury that may have occurred.

Event description:
It was reported the patient died about the same time as the lead trend showed an increase in impedance. Follow up revealed manufacturer's representative had spoken with the physician and "there is an allegation of device relatedness to the cod by a hcp." Patient had complained to friend of feeling shocking sensations over pacemaker about 5 days prior to death. Patient experienced a witnessed sudden collapse with prolonged resuscitation and died on (B)(6) 2009. Patient had last been seen in clinic on (B)(6) 2009 after a fall. Device interrogation showed normal functioning system. Patient was not pacemaker dependent. Manufacturer's representative reported "autopsy report stated hypertrophic cardiomyopathy with aortic root dilatation. (Physician) states the patient had left ventricular hypertrophy."